Manufacturer narrative:
Complaint investigation will be performed. Since lot number is not available, expiration and manufacture date have been left blank.

Event description:
Customer called to report 1 patient sample that generated a positive result on the initial run, but repeated as negative upon the repeat run when performing the realtime sars-cov-2 assay. Customer states that on (B)(6) 2020, the sample in question was run on the realtime sars-cov-2 assay and generated a positive result. The same sample was repeated later the same day, and generated a negative result. Customer states that the discrepant result was not reported outside the laboratory, therefore there was no impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results logs for the runs in question were reviewed. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Results.log.426 was not valid due to error code (ec) 4408 (unable to process results, no read data available.) Repeat sample ids cannot be found on the results.logs associated with (B)(6) 2020 and therefore discrepant repeated results cannot be confirmed. Reference dye showed a slight tilt of the signal observed. The lamp cable was changed out by the field service engineer which seemed to have resolved the issue. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 509007 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 509007 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lots 509007. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 509007 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 509007 identified one additional complaint related to the reported issue, which was independently investigated and identified no product deficiency. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 509007 was not identified. Lot information, expiration and manufacture date added.